Event description:
Follow-up was conducted and from the information that was obtained it was further reported that it was the left ventricular (lv) lead that had a product performance issue and needed the high output. It was also noted that lv lead dislodgement/movement was suspected. The lead still remains in use, along with the other leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. D284trk implantable cardioverter defibrillator (ICD) - implanted: (B)(6) 2010; 419488 implantable pacing lead - implanted: (B)(6) 2006; 4574 implantable pacing lead implanted: (B)(6) 2006 explanted.

Event description:
It was reported that the device had unexpected longevity despite the high outputs. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.